Manufacturer narrative:
B5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that no deviations were noted. It was also reported that once the navigation appeared to be ¿off¿ and was unable to be corrected via snapshot the robot was removed and no longer used, therefore no misplaced/inaccurate hardware. However, during this troubleshooting, the navigation appeared to be maybe 3-5 millimeters (mm) "off".

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. All tests passed and no failure was found with the system. The arm was replaced as a precaution per the request of the surgeon. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. A4 patient information unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during the case after sending the surgical arm to the trajectory 1 and attempting to send to the second trajectory, it was allegedly inaccurate. This had occurred before under case (B)(4). They had to re-snapshot to resolve the issue and were able to proceed with case successfully. There was less than an hour delay. No impact on patient outcome.